Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer worked out. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 75 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.